Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-05148 / 05149).

Event description:
It was reported that during a procedure the surgeon used the stem impactor as an extractor and the joint of the instrument broke. A small piece of the instrument was not retrieved. The surgeon finished the surgery with a proper stem extractor. It is unknown if the patient retained a foreign body.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Returned device was evaluated against the complaint and based on visual inspection the complaint is confirmed. Dimensional and material testing of the fractured device indicates that the part was likely manufactured to specifications. Device appears to have been under heavy use since the manufacture date 12.5 years ago. Fracture occurred at the dowel pin and the smallest cross section of material. Device was indicated to have fractured during stem extraction so device would have been under tensile force. Extraction is an approved use of this device and therefore is not surgeon error. Based on the appearance and age of the device, fatigue of the material likely contributed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.